Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the customer was involved in a car wreck in (B)(6). The customer's blood glucose level was over 400 mg/dl and it was not coming down even after insulin was delivered. His healthcare provider wanted to change the basal rates to prevent his blood glucose level from dropping low during dialysis. The insulin pump was taken off at the hospital. The car accident was not related to a blood glucose issue. The customer treated his high blood glucose level with shots. The insulin pump was exposed to a cat scan. The high pressure test and displacement test passed. The insulin pump had a scratch between the act and down arrow button. The customer had issues with the act button. The customer experienced an unexplained low blood glucose level that led to a hospitalization on (B)(6) 2016. Customer's low blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The device will return.

Manufacturer narrative:
The pump passed the delivery volume accuracy test. No unlocked lcd keypad connector was noted during visual inspection.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened escape, act and up button dome switches. However, the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had scratched reservoir tube window.